Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the surgeon discovered a hole in the fiber after 13 joules of use. The procedure was completed using another fiber without patient complications.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the surgeon discovered a hole in the fiber after 13 joules of use. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber was not able to confirm the reported hole in fiber event. Analysis did identify a hole in the fiber, however, the hole is intentionally punched into the sheath during manufacturing to allow for effective gas flow during the sterilization process. Analysis identified a fiber body break at approximately 97 inches from the connector. The metal cap exhibited mild charred debris adhesion, indicative of tissue contact. Breaks along the fiber body can occur due to inadvertently applying excessive force at the break point. According to the device instruction for use (IFU), it is instructed to not excessively manipulate or bend the fiber. Based on analysis results, the interaction between the user and device likely caused or contributed to the identified fiber body break.